Event description:
Patient turned on the pump and went through the steps for programming again and in the end there was no error message or code. Replacement pump is being sent today. There is no interruption in patient's therapy. No other information provided. Dose or amount: 1.5 mg. Frequency: ud. Route: IV. Dates of use: (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.